Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was previous undersensing of atrial fibrillation (af) on the right atrial (ra) lead. It was also noted there was an alert high left ventricular (lv) lead impedance. The leads remain in use. No patient complications have been reported as a result of this event.